Manufacturer narrative:
Covidien reference: (B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer reported that the power switch needs to be replaced. Covidien, now medtronic was not authorized to service the device.

Event description:
It was reported that the ventilator was inoperable. There was no patient connected to the device.